Event description:
During a laparoscopy with lysis of adhesions, right inguinal hernia repair with mesh, the stapler would not fire. Reloaded and still would not fire. New stapler obtained and surgery completed without further issues. No harm. Product returned to vendor.